Event description:
It was reported that bd cathena 22gx1.00in straight bc - foreign matter. Material: 386806. Batch#: 4304898. It was reported by the customer that there is some sort of plastic or adhesive that is coming off the injection part of the needle. We have checked multiple needles with this lot number and the issue is present with most of the needles. No issues with other lots at this point. The little pieces are too difficult to get a picture of.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field as the date of the event is unknown.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4). This complaint and associated MDR will be voided.

Event description:
Duplicate of (B)(4).